Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), the reservoir with lot 70073436 began creating bubbles. The flow was 5.2 l/min and the bubbles dissipated once the flow speed was reduce to 4 l/min. Reference: complaint (B)(4).